Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 8 out of 10 cartridges were damaged. Reportedly, the damage may have occurred during shipment of product. The customer stated that after each event, the customer replaced the cartridge with a new cartridge. The customer's blood glucose (bg) level was in the low 400's (mg/dl) with large ketones and the bg level was addressed with a manual injection.